Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) reported that the account had complained numerous times about the laparoscopic scopes burning through the drape. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.